Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 03.130.202s, lot 3l48270: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: february 21, 2019. Expiry date: february 01, 2029. Non-sterile part 03.130.202, lot f-24401: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: april 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) was applied for fracture of left metacarpal fracture. When the surgeon was drilling, a drill bit broke when excessive torques was applied. The broken pieces of the drill bit remained in the patient body. The surgery was completed with the broken pieces left in the patient. There was no surgical delay. Patient status is unknown and patient is still in the hospital. In the same surgery, a drill bit and a screw broke. This (B)(4) is to capture the broken drill bit. Another pc ((B)(4)) was created to capture the broken screw. Concomitant device reported: unknown torque device (part# unknown, lot# unknown, quantity 1). Unknown drill (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.1mm drill bit. This is report 1 of 1 for complaint (B)(4).